Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis dfc system. During an interventional procedure, the user received an error message "hardware malfunction please call your vendor." No dcm was possible and the keyboard and mouse were locked. A system restart was attempted but unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the report. During the investigation, it was determined that a database failure occurred. Bypass fluoro mode is the mitigation when the bsr host system becomes unavailable. In the "bypass fluoro" mode the native x-ray image is available. With "bypass fluoro" a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. Following recreation of the corrupted database, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this event.